Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 26july2019. The manufacturer's field service engineer (fse) performed remote troubleshooting advised customer to replace the power management or overlay. The customer advised to repaired the unit by replacing the overlay. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator had an light emitting diode (led) error code. There was no patient involvement.